Manufacturer narrative:
The attachment monofilament was extracted from the delivery pusher and was found to have a profile indicative of a tensile break. The pusher's proximal gold connector was received damaged. The uv glue bonds were measured on the pusher attachment bond and the implant, and are all within specification. The investigation of the returned coil system found the implant to be separated from the pusher. Inspection of the attachment monofilament profile indicates the separation was due to tensile for rather than normal detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the separation, but the separation is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant could not be placed in the aneurysm and when the coil was retracted, the coil unexpectedly detached. The coil was removed in its entirety together with the catheter. There was no reported intervention or patient injury.